Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens was removed due to a broken haptic. Lens was removed with no pt injury.

Manufacturer narrative:
(B)(4).